Event description:
The customer reported that they received erroneous results for four patient samples tested for tina-quant ss2-microglobulin (ss2- microglobulin). Of the four samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 10.3 mg/l accompanied by a data flag. The analyzer automatically repeated the sample at a decreased sample volume, resulting as 3.8 mg/l. The customer then manually repeated the sample in decreased volume mode and it resulted as 3.4 mg/l. The 3.4 mg/l result was reported outside of the laboratory. The sample was manually repeated 2 additional times and it resulted as 10.8 mg/l and "approximately 12" mg/l. The sample was then repeated a fifth time, resulting as "approximately 11" mg/l. The customer did not know which result was correct. The customer did not know if the patient was adversely affected. No adverse events were alleged. The ss2-microglobulin reagent lot number was 68396901 with an expiration date of 03/31/2014. The field service representative could not determine a cause, but he suspects that the saline diluent the customer used was of poor quality or contaminated. He completed preventive maintenance on the instrument. Pump pressures were found to be within specifications. He flushed the sample and reagent probes with bleach solution. He cleaned the probes and mixing paddles. He checked the r1 seals and these were good. He checked the rinse mechanism and found that detergent and rinse levels were slightly low. He adjusted these, allowing for proper levels in the cells. Operational checks were good and precision results were good. The customer ran successful quality controls. Three patient samples that flagged high and repeated low with dilution were rerun. Now the results flag high as before and also correctly repeat high.

Manufacturer narrative:
Additional information was not provided for further investigation. A root cause could not be determined.

Manufacturer narrative:
The customer clarified that the saline diluent was not changed prior to the repeat of the samples. The saline diluent was replaced after the issue was identified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.